Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected start error test due to motor error alarm. No unexpected erased settings during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer called to report the insulin pump alarmed for motor error during the prime process. Blood glucose reading was 116 mg/dl. Customer did not recall any significant events leading up to the alarm. Troubleshooting was performed. The customer mentioned that the insulin pump had gone through a body scanner at the airport. Assisted with clearing the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).